Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that eight packets that pertain to product code pdp316h were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the sample, the packets were examined for appearance, color package, continuous seals, seal margins, over-sealing in order to determine if the samples are original. No abnormalities were noted on the package. The packets were opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding former. The sutures were dispensed without problems and examined along the strand and no defects or damage on the suture surface could be observed. In addition, a knot in the threads was performed and the knot no wounded unravel after being tied. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the suture got broken or if the suture knots untie? Please confirm. No further information is available. Did the pet had dehiscence? Yes could you please confirm what is the current condition of the patient? No further information is available. What is the lot number? Rmmhle trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.

Event description:
It was reported that an animal underwent a cholecystectomy procedure in (B)(6) 2022 and suture was used. Post-operatively, the nodule of the product used in the abdominal wall fascia was weaker than usual and opened 1 week after surgery. Re-operation is scheduled for november 2. The pet dog has not yet become serious. Additional information was requested.